Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient's claimed that the stimulator was defective and it did not work so it was removed. The ins was removed but the lead remained implanted. Further information received from the patient reported thatthe therapy was not helping the pain and the ins was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.